Event description:
New info received indicates that the vns pt had her device replaced due to end of service. The device was returned to the MFR for analysis. The device was confirmed to be at an end of service condition with the elective replacement indicator set to "yes." It was noted that during the eval of the device a leaky c4 capacitor was found causing an increased current consumption for the device. Once the c4 capacitor was replaced, the generator met testing specifications. However, results of the longevity prediction confirm that the eos condition was an expected event. As a result, the extent to which the c4 capacitor may have contributed to the end-of-service condition cannot be determined. There were no other anomalies observed with the device.